Manufacturer narrative:
(B)(4) basket wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned optiflex nitinol retrieval basket revealed that the sheath was bent and kinked in several locations along the working length. The basket was open and attached when received. Three basket wires were present and attached and one was missing. Additionally, two of the remaining basket wires were bent/kinked. The broken ends of the basket wire were examined under magnification and appeared to be broken under stress; there is no evidence to indicate the basket was contacted by a laser. A functional evaluation was performed. When the thumbwheel was actuated, the basket would open and close without issue. The pinch vise would turn freely, and the basket would rotate without issue. During manufacturing, the devices are 100% inspected for functionality/integrity. Most likely, the defects noted where due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational/physiological context. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex stone retrieval basket was used during a ureteroscopy with holmium procedure performed in the bladder on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires broke and was left inside the patient. The procedure was completed with a different device. Reportedly, before the patient was transported to the recovery room, a fluoroscopy was performed; however, they were unable to locate the basket wire inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used during a ureteroscopy with holmium procedure performed in the bladder on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires broke and was left inside the patient. The procedure was completed with a different device. Reportedly, before the patient was transported to the recovery room, a fluoroscopy was performed; however, they were unable to locate the basket wire inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.